Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The customer also reported having high blood glucose levels as well. The blood glucose reading was 21 mg/dl. The customer stated that he had been suffering from high blood glucose 2 days before the event, so he continued to administer additional correction boluses. He stated that he thought he may not have received any insulin due to lack of any no delivery alarm. He reported that in the morning he became unresponsive and started to seize until his spouse found him. He was treated with intravenous dextrose. Upon arrival at the emergency room, the blood glucose rose to 67 mg/dl, then up to 140 mg/dl. The customer stated that he believed that the issue was related to an infusion set occlusions, but he stated that he had discarded the used infusion set and advised that the insulin pump appeared to be working as designed. He declined troubleshooting assistance. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.